Event description:
Complaint reported by attorney. Desara product has not been identified in the documents provided, however, as a precautionary measure, caldera medical is filing this report. No lot numbers were given. No specific claims were reported.